Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported transport to the hospital and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 17.6. Hardware: iphone14.2. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother and father that the patient was transported to the hospital via ambulance with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include delirious and combative. The patient¿s mother was unsure of the exact treatment but knew it included treatment that would raise blood glucose levels and unspecified intravenous fluids. The patient was discharged the same day. The patient removed the pod prior to being transported to the hospital.